Manufacturer narrative:
Product complaint # (B)(4). Additional information: concomitant medical products. Evaluation: three unopened samples of product code w9136, lot # pabgbrs0 were returned for analysis. The issue sample was not returned for evaluation. During the visual inspection of three unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. Th sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle was found, and the reported complaint could not be observed.

Manufacturer narrative:
Product complaint # (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Additional information was requested, and the following was obtained: what procedures were being completed? Hernia repair under local anesthetic. What part of the procedure was impacted? None all procedures completed with another batch of sutures. Are all 3 devices had issues in these single procedures? Not all separate procedures. How was case completed? With a new box of sutures with different batch number.

Event description:
It was reported that the patient underwent a hernia repair procedure in 2019 under local anesthetic and the suture was used. During the procedure, the suture came completely away from the needle. Another like suture was used to complete the procedure. There were no patient consequences reported.